Manufacturer narrative:
Sc-2316-50 (s/n: (B)(4)) - the complaint was confirmed. All cables were fractured/cut approximately 15 inches from the distal end. The severed cables are the reason for the patient's loss of stimulation and the resulting high impedance readings. Sc-2316-50 (s/n: (B)(4)) the complaint was confirmed. Six cables were fractured approximately 3 inches from the proximal end. The severed cables are the reason for the patient's loss of stimulation and the resulting high impedance readings. Sc-4316 (lot #: 16128845) visual inspection revealed one of the anchors displayed a broken eyelet.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2316-50 serial #:(B)(4) description:infinion 1x16 perc lead kit-50 cm model #:sc-4316 serial #:(B)(4)description:next generation anchor kit-sterile model #:sc-3400-30 serial #:(B)(4) description:infinion splitter 2x8 kit (30 cm)

Event description:
A report was received that the leads were producing high impedances. The patient underwent a revision procedure wherein it was discovered that the lead was completely fractured. The leads were replaced. The patient had a non-device related fall which was believed to be the reason for the lead fracture.

Event description:
A report was received that the leads were producing high impedances. The patient underwent a revision procedure wherein it was discovered that the lead was completely fractured. The leads were replaced. The patient had a non-device related fall which was believed to be the reason for the lead fracture.